Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the reamer revealed the cutting edges to have pits and nicks. This damage could lead to the reamer feeling ¿dull¿ to the end user; therefore, the complaint is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse total shoulder arthroplasty, that the reamer blade was dull. There was a twenty (20) minute delay to the procedure. No patient consequences were reported as a result of the malfunction.